Manufacturer narrative:
See manufacturer report #3004209178-2021-03348. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that, per the caller, an MRI tech, the patient said their device no longer worked. It was discussed that the patient had two recent implants and there was the possibility they may have been referring to the handset or communicator. It was requested the caller ask the patient to see their managing healthcare provider. They did not know the managing healthcare provider information and provided a doctor's name. It was also discussed the patient would need to put both inss into MRI mode to be scanned. There were no patient symptoms or further complications reported at this time. See manufacturer report #3004209178-2021-03348.